Event description:
It was reported that on (B)(6) 2026, a 25mm, navitor vision valve was selected for implant using a small flexnav delivery system (ds). The patient has a prior medical history of 2nd degree atrioventricular block (av) block. The length of the membranous septum was 4.0mm. There was no calcification extending beneath the aortic annular plane in the interventricular septum. Femoral access was selected as the access site. Mean gradient was measured to be 35mmhg. Pre-implant balloon aortic valvuloplasty (pre-bav) was performed by using a 20mm, non-abbott balloon. The patient was developed with a fascicular block. During the procedure, the patient was developed with the atrioventricular (av) block, valve was able to be implanted successfully after one recapture at a depth of 6mm on the non-coronary cusp (ncc) and 5mm on the left-coronary cusp (lcc). Post-implant, no paravalvular leak (pvl) was observed, and a permanent pacemaker was implanted to resolve the event. The patient remained hemodynamically stable throughout the procedure and there was no clinically significant delay reported. The implanter classified this event as being related to the procedure and the patient¿s past medical history. The patient was reported to be discharged.

Manufacturer narrative:
The device remains in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.